Event description:
It was reported that a malfunction occurred on the pump, identified by the code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support to reset the pump, which did not recur afterward, and was advised to continue using the pump while being instructed to report any further issues.